Manufacturer narrative:
Updated fields: b5, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that communication failure occurred due to kinked cable causing an intermittent/flickering image. However, a definitive root cause could not be determined. The device's instruction manual provides the following warnings which may help to prevent the issue: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The customer provided additional information regarding the event: the intended procedure was a diagnostic cystoscopy and it was completed with a similar device with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer reported to olympus, during procedure, the image with the hd autoclavable camera head went off intermittently. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed the intermittent/flickering image was caused by a kink/knot on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.